Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported patient had a problem with the patient programmer (pp) yesterday, so she replaced the batteries in the programmer but then out of nowhere, her group changed from a to b without her changing anything. Patient said she had felt stimulation differently on group b and wanted to go back to group a. Patient services (pss) helped patient changed to group a and patient said she was satisfied with stimulation. Patient mentioned that she was wondering if the stimulator could be programmed so that it covered her new hip pain. Patient said her hip pain was not caused by or related to the stimulator, but the stimulator did not help with the hip pain. Patient noted she did not get device for hip pain but for back pain, and the stimulator helped with back pain. In regarding to the stimulator not helping with the hip problems, pss reviewed that reprogramming might be able to help with hip pain. It was mentioned stimulator was not programmed to help with hip problem, and programmer changed groups on its own. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.